Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during case setup, an error message indicated that the left hand control switch had been disabled. Logs showed errors on master tool manipulator left (mtml). Tse advised performing a hard reboot on the surgeon side console (ssc) and confirmed that nothing was obstructing the mtml during power-on. After the caller performed a hard reboot, the error returned immediately when the system powered on. A second reboot was attempted, but the issue persisted. Tse then recommended swapping to another surgeon console if one was available, and the caller confirmed that a spare console was on hand to proceed with the swap. The procedure was aborted to another dv system with no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator left (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.